Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). A natus specialist went onsite and checked each headbox and found that all removable handles are intact without rips or tears. Capa004628. Was previously opened to investigate loose handles. Serial number not provided. Per doc-010378 xltek eeg psg risk analysis spreadsheet, hazard ID - 6.10, severity 11 - critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Faillure confirmed: no investigation result code: neuro sbu/no issues noted closure rationale: complaint will be included in trending data for further review.

Event description:
Part 021920 natus brain monitor breakout - the doctor confirmed that the patient moved, pulled out the wires, and the breakout box fell on him. No injuries.

Event description:
Part 021920 natus brain monitor breakout - the doctor confirmed that the patient moved, pulled out the wires, and the breakout box fell on him. No injuries.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The customer returned a competed adverse event questionnaire. Per the customer, the patient rolled over in the middle of the night and pulled on the wires causing the breakout box to fall on his head. One side of the rubber loop at the top of the box came out so the box fell from its hook. The customer confirmed there was no death or serious injury and no medical intervention was needed. The customer states that the breakout box is not broken but can be returned if requested. Per doc-010378 xltek eeg psg risk analysis spreadsheet, hazard ID - 6.12, severity 11 - critical, the risk is considered moderate. Install date: (B)(6) 2023. Further investigation to be carried out.